Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded of the device. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was not reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unk/ ukn head / lot # unk, part # unk / unk liner/ lot # unk, part # unk / unk stem/ lot # unk . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 2020 -01058. 0001825034 -2020 -01059.

Event description:
It was reported the patient underwent hip revision surgery 2 years post implantation due to cup shifting and hip dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.